Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported intermittent power failure. Physio observed proper device operations through functional and performance testing. The cause for the reported event could not be determined. A replacement device was provided to the customer.

Event description:
It was reported that the device failed to power on intermittently. There was no pt involvement associated with the event.